Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 187 mg/dl at the time of the call. The customer stated that the basal was not programed on the insulin pump before the alarm occurred. The customer declined troubleshooting the issue. The customer experienced a unexpected restart from the insulin pump. The customer was advised to monitor the insulin pump for any future issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.